Event description:
Post lasik eye surgery problems. Pt's vision at night and in artificial light situations is impaired. Ghosting and halos make driving very difficult. Artificial lighting in interior spaces creates similar problems.